Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin (just distal of the acorn). The conductor coil is tangled in this area, which is most likely the result of trying to retract the helix. Inner coil (cathode) measured as an electrical open which is consistent with an inner coil fracture. The x-ray showed the crimp sleeve and lead tip/helix appeared normal. Stretched and deformed conductor coils were noted in a few places; consistent with explant damage. Cuts were also noted in the insulation; consistent with explant damage. Electro-cautery damage was noted in the insulation; consistent with explant damage. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The high threshold allegation could not be confirmed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing high threshold values. An x-ray revealed a slightly superior tip position versus a 'septal/medial pointing lead' tip. A revision procedure was performed to reposition the right ventricle lead. There was difficulty retracting the helix, which required more than 30 rotations, and manipulating the stylet in an effort to retract the helix. The physician manually torqued the lead, and was finally able to retract the helix. The lead was removed from the septum. Access with a syringe could not be gained. Therefore, a vein pick was used to open the insulation on the lead to re-introduce the guide wire though the original puncture. During this process, the stylet perforated the lead. A new lead was used, access was gained, and the new rv lead was positioned without issue. No adverse effect were reported. Additional information: this report has been updated to include final analysis results.

Event description:
It was reported during ongoing use, the right ventricle (rv) lead was showing high threshold values. An x-ray revealed a slightly superior tip position versus a 'septal/medial pointing lead' tip. A revision procedure was performed to reposition the right ventricle lead. There was difficulty retracting the helix, which required more than 30 rotations, and manipulating the stylet in an effort to retract the helix. The physician manually torqued the lead, and was finally able to retract the helix. The lead was removed from the septum. Access with a syringe could not be gained. Therefore ,a vein pick was used to open the insulation on the lead to re-introduce the guide wire though the original puncture. During this process, the stylet perforated the lead. A new lead was used, access was gained, and the new rv lead was positioned without issue. No adverse effect were reported. The damaged lead is expected to be returned for analysis.